Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed after they clicked a button on the cns. The bme removed the bottom hard drive to boot up the cns, however the bme stated that the cns took a long time to boot up into the application. The bme ordered two new hard drives and installed them successfully into this cns and issue has been resolved. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed after they clicked a button on the cns. The bme removed the bottom hard drive to boot up the cns, however the bme stated that the cns took a long time to boot up into the application. The bme ordered two new hard drives and installed them successfully into this cns and issue has been resolved. No patient harm was reported. Investigation summary: customer reported that after clicking a button, the cns crashed. Customer indicated that they had to remove one of the hard drives to boot up the cns, however, the customer stated the cns took a long time to boot in the application. Customer replaced the hard drives and issue resolved. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdd's. The hdds are electronic components that may deteriorate through time and wear from continual use and the device has been in use for six years. No corrective or preventative action required since it is a replaceable component.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) crashed after they clicked a button on the cns. The bme removed the bottom hard drive to boot up the cns, however the bme stated that the cns took a long time to boot up into the application. The bme ordered two new hard drives and installed them successfully into this cns and issue has been resolved. No patient harm was reported.